Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 47 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2023, 3669 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("essure removal") in a 47 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of hypertension, perineal pain, heart disease, unspecified, breast cancer, anxiety, uterine leiomyoma, adenomyosis uteri, dyspareunia, pelvic pain female, keratoconjunctivitis sicca and hypermetropia. The patient had a family history of cataracts, type ii diabetes mellitus, lung cancer and breast cancer. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2023, 3669 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: trailing coils: left: 3 right: 2. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: imaging report: hysterosalpingogram. Indication: sterilization. Procedure: patient was noted to have a normal uterine. Cavity with bilateral proximal tubal occlusion with appropriate placement of essure devices. Impression: normal uterine cavity with bilateral proximal tubal occlusion with appropriate placement of essure devices. The patient tolerated the procedure well and was discharged home in stable condition. [Pathology test] on (B)(6) 2023: specimens: a uterus, cervix, uterus, bilateral fallopian tubes, and bilateral ovaries 97 grams. Final diagnosis: uterus, cervix , bilateral ovaries and fallopian tubes: hysterectomy and bilateral salpingooophorectomy. Benign uterus with benign proliferative endometrium, adenomyosis and leiomyoma (0.6 cm). Cervix with low grade squamous intraepithelial lesion (lsil/cin 1). Bilateral fallopian tubes and ovaries without significant abnormality. Gross description: upon dissection there are intact essure coils embedded within both cornu/fallopian tubes. [Pregnancy test urine] on (B)(6) 2023: negative: [ultrasound pelvis] on (B)(6) 2023: procedure: ultrasound pelvic. Indication: pelvic pain in female. Impression: pelvic ultrasound is within normal limits. Findings at uterine fundus, which are most likely sequela previous tubal ligation or essure procedure. Findings: there are linear echogenic structures in the isthmus region of the fundal uterus, which most likely represents sequela of previous tubal ligation or essure procedure. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: medical record received. Medical history & lab data updated reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 47 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2023, 3669 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.